Event description:
It was reported that this pacemaker system exhibited loss of capture on the right atrial (ra) lead channel. Technical services (ts) was consulted, and further in office evaluation of the lead was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that upon x-ray examination, no change on the system was noted. The physician opted to adjust the pacing thresholds and continue to monitor.